Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Patient reported that health care professional (hcp) was running "tests: on her, noting that it was some type of nerve testing. Patient believed one of the tests damaged her ins because since the testing was conducted, the ins would not hold a charge and was "running down" quickly. Patient went from charging every two days (patient charged when the ins would get to 1/2 full) to needing to charge within hours. Patient said the ins would deplete to 1/2 full within a few hours and this started after the testing was conducted. Patient was asked what test was done and patient said she stood on a metal plate and had metal under her hands as well. Then they would run electricity through her body. Patient said the hcp conducting the test never checked to see if she had the ins system implanted. Patient said as a result the ins died once before in (B)(6) 2017. Patient said a local manufacturing representative (rep) put the code in to get the ins going again. Patient confirmed this process took hours. Physician mode recharge was described to the patient and patient confirmed this was done. Patient went to charge the ins about three months ago but was unable to connect to the ins. Patient will follow up with hcp and rep regarding current likely overdischarge and the issue with rapid charge depletion. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Event date still remains to be an estimated date. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.